Event description:
The customer tested several patient samples for creatinine (cre3) and results obtained were in the range of 1.1 - 8.2mg/dl. The results were reported out of the lab.after hardward replacement, all original samples were re-tested and cre3 results were lower (0.05 - 1.1mg/dl). The results were amended. It is unknown if patient treatmeint was affected as a result of this event.

Manufacturer narrative:
Hotline had the customer perform a precision run, which failed.hotline had the customer check the lamp statistics, which were out of range. The customer was instructed to replace the lamp. After replacing the lamp, a precision run passed and samples were repeated. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.